Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. (B)(4). Concomitant medical products: item# 110024464, g7 dual mobility liner 44mm f, lot# 635970; item# ep-200150, act artic e1 hip brg 28x44mm, lot# 515540; item# 163664, 28mm dia cocr mod hd +6mm nk, lot# 00j36663218; item# 110010265, g7 osseoti multihole 54mm, f lot# 3965781. Foreign source: (B)(6). Reported event was confirmed by review of op notes which indicated the patient reported to ER due to intense pain in the right hip. Pain medicine was given while in ER and prescribed for home use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03327; 0001825034 - 2018 - 03326; 0001825034 - 2018 - 03325; 0001825034 - 2018 - 03324.

Event description:
It was reported patient underwent right hip revision. Approximately 1 month post revision, patient went to emergency room due to pain.